Event description:
Pt was being prepared for hemodialysis. IV-albumin was hung due to low blood pressure. The rn became distracted at this point and had not enabled an air alarm. The warning light on the air alarm was burned out and it was alleged that this was the reason that air got pumped into the pt. The pt became short of breath and complained of chest pain, had to be intubated and spent 24 hrs in intensive care unit, pt recovered well with no further sequellae. Root problem: air (foam) pumped into venous circulation.